Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had error that displayed upload processing failure. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had error that displayed upload processing failure. A technical support specialist (tss) dialed into the station and applied knowledge article "how-to - recover / repair a corrupted dsclientoltp database"; dbcc checkdb indicated repair_allow_data_loss as the minimum repair level. Backed up files, restarted structured query language (sql) services, and proceeded with recovery steps, but the process remained stuck with repeated sql login errors for several hours. As advised by product support engineer, the database was dropped since the station was syncing properly. The system functioned as intended after the technical support specialist troubleshot the device.